Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the concerto coil pushwire returned and implant coil detached. The implant coil detached and not returned. The introducer sheath was found to be damaged from proximal end of introducer sheath. The pushwire was found to be bent and kinked within introducer sheath from proximal end. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. The concerto was removed from the introducer sheath and found to be broken from distal end. The coin was found to be present but not against the lumen stop with the release wire extending out of the retainer ring. Under the microscope, the outer jacket was then removed to gain access to the coin. The retainer ring was found to be damaged (ovalized). Based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the concerto was returned with the implant already detached. It is likely that the premature detachment is due to the damage to the retainer ring, however, the cause could not be determined. Since the implant coil and included detach element were not returned for analysis, any contributing factors could not be determined. Possible causes for premature detachment are tortuous anatomy, pusher rotation and the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil detached prematurely. There were not abnormalities reported in relation to anatomy. No patient injury was reported as a result of the event. There were not any patient symptoms or complications associated with this event. Yes, the device was inspected and prepared per the IFU without any issue noted.